Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Upon functional testing, fse found that the host pc failure. The fse replaced the host pc and installed software. After replacement of host pc and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10 system was not switching on. The system was in clinical use at the time of the event. The system host pc was replaced as a resolution to the customer complaint. No harm has been reported. Philips has started an investigation of the complaint.